Event description:
The customer received blood glucose readings of 90 and 99mg/dl on her contour usb meter. She re-tested on a different meter and received readings of 157 and 160mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged the test strips are to be returned for evaluation. Replacement test strips and meter were sent to the customer.